Event description:
Customer reported venous needle came out of pt's arm during dialysis treatment. Reported needle was secured with 1532-1 micropore plus tape. Reported pt lost greater than 100 cc of blood. Reported pt became unresponsive with no pulse noted. Reported pt was given normal saline through arterial needle and CPR was initiated. Reported pt was arousable and had pulse upon transfer to hospital via ambulance. Needle was noted to have one piece of tape remaining. Reported pt was hospitalized from (B)(6) 2014. Reported pt returned to clinic on (B)(6) 2014.

Manufacturer narrative:
Customer reported no previous issue with adhesion of this tape. Reported pt's arm may have fallen off arm rest while dozing and dislodged tape/needle. (B)(4). Conclusion: awaiting samples for further investigation.